Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, post-paced t-wave oversensing was observed on a stored egm. Programming changes were made.

Event description:
New information received indicated that additional post-paced t-wave oversensing episodes were observed. Programming changes were recommended.